Event description:
It was reported to medtronic minimed that the customer experienced lost sensor signal with the discrepancy between the sensor and blood glucose value. The customer reported with the skin irritation. The event involved product(s) mmt-7020c1. Troubleshooting was performed for the loss in communication and the transmitter is not able to communicate with the pump. Troubleshooting was performed for the discrepancy between the sensor and blood glucose value, the sensor and blood glucose value at the time of event is found to be 60 mg/dl and 119 mg/dl in which their discrepancy is not within the target range. Troubleshooting was performed for the change sensor alert and confirmed the same. No harm requiring medical intervention was reported. No product return was required for mmt-7020c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.